Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch which had an irrigation issue after use on the patient. It was initially reported by the customer that during the operation, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. On 25-may-2026, additional information was received indicating the irrigation/blow issue was suspected to be with the catheter. There was no error noted from the irrigation pump; the water leakage issue was discovered at the handle. The issue wasn¿t noticed before use on the patient. The correct catheter settings were selected on the generator and there were no flow rate issues with the irrigation pump. Based on the additional information received indicating the device was used on the patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).